Event description:
Multiple attempts were made for additional information and no more information was received.

Event description:
It was reported that the device was used during a right colectomy. Post-op day three, the patient became septic. The patient was explored for reason of sepsis and where the device was stapled, the staple line broke down at the proximal end of the staple line. The side to side anastomosis is created by using the ntlc and the tlh90. The devices were discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).